Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 (mg/dl). Reportedly, the contact stated that the customer is taking an assortment of medications that cause their bg levels to decrease. Contact stated that the customer was at their health care provider's (hcp) office at the time of the low bg level, and the customer fell. Customer was assisted by their hcp's staff in consuming juice and getting off the ground. Customer did not report any injury.